Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that there was moisture behind the display, the battery cap top was worn, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of pump reboot events. The battery cap was not returned with the pump. A test battery cap was used and able to properly secure to the pump for testing. Moisture corrosion was observed behind the display. The pump was powered on correctly. During testing, the pump successfully completed the ez-prime steps without any power issues, reboots, or call service alarms. The pump lost power during the 24 hour duration test. The original power complaint was found to be caused by high current consumption. The pump¿s electrical draws were tested and were found to be above required specifications. The pump cover was removed and further moisture was identified on the printed circuit board and continuous glucose monitoring module. The continuous glucose monitoring module was removed and the pump's electrical draws were found to be within required specifications.